Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that 2 unspecified bd syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown verbatim: I had another 2 break yesterday but this time had botox in the syringes. I removed the cap (no break) to draw up the botox and when I was ready to inject, I removed the top but this time it broke. I had roughly $100.00 worth of botox in the syringes. I am wondering if I need to switch companies because this is not good.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: I had another 2 break yesterday but this time had botox in the syringes. I removed the cap (no break) to draw up the botox and when I was ready to inject, I removed the top but this time it broke. I had roughly (B)(6) worth of botox in the syringes. I am wondering if I need to switch companies because this is not good.